Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery and motor error. Customer's blood glucose at time of incident was 16mmol/l. Customer insulin pump doesn't alarm, infusion blocked and it is happening more often. Customer stated that during the rewind it alarm motor error and advised to fill tubing with 5.0 units and no delivery alarm again. Customer was a advised to return pump and revert to backup plan.

Manufacturer narrative:
The insulin pump received with the operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. No motor error alarm noted and the motor passed the motor test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and scratched reservoir tube window.